Event description:
It was reported that the customer was hospitalized for dka. The nurse did not have much information on the customer's history. It was indicated that she would rather have the customer call back to complete the troubleshooting. The nurse stated that there was an alarm in the history that occurred many times prior to the event. No further details.